Event description:
Conmed japan reported on behalf of their customer that the as-ifs1, airseal ifs, 110v device was used on (B)(6) 2024 during a laparoscopic distal gastrectomy procedure, and it was reported that ¿the patient developed left pneumothorax immediately after surgery. At that time, the doctor inserted a chest tube and survived. Normally, there would be an air leak from the chest tube for a while, but no air leak was observed in this case.¿. Additionally, ¿according to the doctor's opinion, one of the following may be the cause: pneumothorax developed through the longitudinal wall. Subcutaneous emphysema developed during the surgery, which invaded through the thin part of the pleura and affected the development of pneumothorax. Factors from the anesthesiology department.¿. Through further assessment, a doctor indicated to the sales representative ¿that no notable problems had occurred during the surgery. The patient has recovered and been discharged from the hospital. The doctor said that although a pneumothorax occurred, a causal relationship between the mechanism that caused this case and the device has not been confirmed, so they are also considering the possibility of a spontaneous pneumothorax.¿. Specifically, ¿dr. Said that no abnormalities occurred with the device during use, and that it was used properly¿, and it was confirmed that ¿there were no abnormalities in all three devices reported¿. This report is being raised due to the reported injury of pneumothorax. The ias12-100lpi, airseal 12/100mm lpi port and asm-evac1, trilumen filtered tube set devices will be listed as concomitant devices; however, there are no allegations against them.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history was reviewed, and no data was found. A device history review (DHR) was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 3 reports, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: depending on age and health condition of the patient, the smallest possible flow and pressure for establishing the pneumothorax should be selected. It is not recommended to exceed insufflation pressures of 10 mmhg in thoracic procedures. For the protection of the patient and the operating team, check that the device is properly connected and functional. The insufflation of co2 should be done carefully and while monitoring the patient¿s response. The user, particularly the anesthetist, should be informed about possible cardiovascular and respiratory problems of the patient and monitor these intra-operatively. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the as-ifs1, airseal ifs, 110v device was used on (B)(6) 2024 during a laparoscopic distal gastrectomy procedure, and it was reported that ¿the patient developed left pneumothorax immediately after surgery. At that time, the doctor inserted a chest tube and survived. Normally, there would be an air leak from the chest tube for a while, but no air leak was observed in this case.¿. Additionally, ¿according to the doctor's opinion, one of the following may be the cause: pneumothorax developed through the longitudinal wall. Subcutaneous emphysema developed during the surgery, which invaded through the thin part of the pleura and affected the development of pneumothorax. Factors from the anesthesiology department.¿. Through further assessment, a doctor indicated to the sales representative ¿that no notable problems had occurred during the surgery. The patient has recovered and been discharged from the hospital. The doctor said that although a pneumothorax occurred, a causal relationship between the mechanism that caused this case and the device has not been confirmed, so they are also considering the possibility of a spontaneous pneumothorax.¿. Specifically, ¿dr. Said that no abnormalities occurred with the device during use, and that it was used properly¿, and it was confirmed that ¿there were no abnormalities in all three devices reported¿. This report is being raised due to the reported injury of pneumothorax. The ias12-100lpi, airseal 12/100mm lpi port and asm-evac1, trilumen filtered tube set devices will be listed as concomitant devices; however there are no allegations against them.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.